Event description:
Customer reported the system displayed a charger failed error. No pt injury was reported.

Manufacturer narrative:
Ge no longer carries parts for this system. Customer will contract through 3rd party for repair.